Event description:
The patient believes that the infusion set caused elevated blood glucose of 300 mg/dl. The patient experienced elevated blood glucose for 1 week. He changed the infusion set and bolused through the infusion device to lower blood glucose levels. His normal blood glucose level is 120 mg/dl. The patient changes the infusion site every 2-3 days and the infusion tubing every 6-7 days. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion sets were replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.